Event description:
Additional information received indicated that patient was also experiencing high impedances and underwent surgical intervention on (B)(6) 2024, where both the leads were replaced, and therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2024-01644. It was reported the patient's leads had migrated. Surgical intervention is anticipated to address the issue.

Manufacturer narrative:
B3-date of event is estimated.